Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using proglide devices during an interventional procedure. Reportedly, "four proglides did not work properly during the procedure." The method of achieving hemostasis was not provided. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed as a link detachment. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that suture placement in the right and left common femoral arteries was attempted with four proglide devices, using a preclose technique, via a 6fr sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, on all four proglide devices, the suture did not come out from the device during step 3 (removal of the proglide plunger). The sutures of two other proglides were preplaced successfully. The sheath was upsized to 18fr. The procedure was completed and hemostasis was achieved with the successfully preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.